Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on 02/09/24 with a blood glucose (bg) level of 586 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer's health care provider (hcp) identified their ketone level as dangerous and life threatening. The customer was discharged the next day, 02/10/24, but the customer then returned to the hospital and was released on 02/11/24 with the issue resolved and no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, no additional patient or event information was available.